Event description:
Caller reported inform system blood glucose result of hi, which on the inform system indicates a result in excess of 600 mg/dl, lab result of 41 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Biomedical engineer noted that this vial of strips had been poured onto a nursing cart and had been used from that pile on the cart. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
The physician was attempting to deploy a 10mm diameter x 40mm length complete se stent to the left common iliac. As the stent was being deployed, it jumped forward and obstructed the right iliac take off. Another complete se stent was then implanted to the left common iliac. The patient ended up with 2 complete se stent implanted one to each common iliac. The lesion had 90% stenosis, was non-tortuous with no calcification. The lesion was pre-dilated and the stent position was re-checked prior to deployment. The patient is reported to be good post procedure and no additional clinical sequelae were reported.